Event description:
It was reported the patient is deceased and died approximately one week post implantable pulse generator implant. The cause of death was requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This is one of two device systems reporting the death of this patient. Additional information obtained indicated the previous system was removed due to infection and the patient was still under treatment for infection when this device was implanted and the patient was discharged from the hospital. The death has also been reported under the following regulatory report numbers: 3004209178-2013-06732, 2649622-2013-05311, 2649622-2013-05312. (B)(4). Concomitant product: 1888tc competitor implantable pacing lead implanted, (B)(6) 2013; 1888tc competitor implantable pacing lead implanted, (B)(6) 2013.